Manufacturer narrative:
(B)(4): visually confirmed approximately ~2mm of the instrument tips have been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload.

Event description:
It was reported that the patient underwent a surgical procedure at t12-l2. It was reported that the tip of the driver broker during screw insertion. The tip was retrieved from the patient. No patient complications were reported.